Manufacturer narrative:
A sample was returned for investigation. The customer¿s results were confirmed in the investigation. An interfering factor was found in the sample. This interference is described in product labeling, which states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The serial number for the cobas e 801 used at the investigation site was 1(B)(4). The ft3 iii reagent lot used on this cobas e 801 was 348359 with an expiration date of 31-oct-2019. The serial number for the cobas e 602 used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e 602 was 394647 with an expiration date of 31-oct-2019. The serial number for the cobas e 411 used at the investigation site was (B)(4). The ft3 iii reagent lot used on this cobas e 411 was 347456 with an expiration date of 30-sep-2019. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable thyroid results for 1 patient sample tested for ft3 iii assay on a cobas 8000 e 801 module. The patient sample was submitted for investigation. There were discrepant results identified for elecsys ft3 iii between the customer's e 801 module, an e 801 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site, and the siemens centaur method used at the investigation site. There were discrepant results identified for elecsys tsh assay between the cobas 8000 e 602 module and the siemens centaur method used at the investigation site. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results. It was asked but not known if the questionable results from the customer site were reported outside of the laboratory. The e 801 module serial number was (B)(4).